Event description:
A caller reported that insulin battery charge increased by 20% in a short time, leading to an unexpected shutdown of the pump earlier in the day. The customer's blood glucose level did not exceed 500 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.